Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hypoglycemia on (B)(6) 2026 and ate to raise the blood glucose level. It was reported that the sensor was pulled out before reporting low blood glucose. No further information available.